Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as the bg did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the caller acknowledged and understood.